Manufacturer narrative:
The inform date was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime, compromised force sensor system test, excessive no delivery test and occlusion test. No motor error alarm and excessive no delivery alarm noted. The motor was tested outside of the device and passed. Pump received with broken reservoir tube lip noted. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump received motor error. The customer¿s blood glucose level was unknown. The customer reported that they had crack around the outer rim of reservoir chamber. It was reported that they had motor error and when reservoir was down to 10-15% it went into a motor error failure. The insulin pump will not be returned for analysis.

Manufacturer narrative:
..

Manufacturer narrative:
The inform was incorrect with the initial report. The correct information has been provided with this report.